Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, it was indicated that the patient anatomy and heavy calcium caused the valve to jump and land aortic. The aortic placement caused the subsequent pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post transfemoral tavr, the valve landed 90:5 aortic/ventricular (a/v) with moderate-severe paravalvular leak (pvl). A second valve was placed. The patient had a severely calcified aortic valve. Crossing the valve and advancing balloon aortic valvuloplasty (bav) across valve proved to be very challenging and required multiple attempts due to heavy calcium, but bav was completed. During valve deployment, the valve jumped aortic and landed approximately 95:5 a/v. It was the patient anatomy and heavy calcium that caused to valve to jump and land aortic. The pacemaker did not lose capture during deployment. Aortogram showed moderate-severe pvl. The second valve was placed more ventricular, landing 50:50 with good result and ai reduced to none/trace. The patient was stable, tolerated procedure well and left or in stable condition. The severely calcified aortic valve was resistant to bav and tavr which caused valve to jump during deployment. The annulus measured 18x23 mm2 via CT, with severe leaflet calcification, mild annular calcification and mild aortic root calcification.